Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated they had a new battery in the insulin pump but the screen was blank and insulin pump keeps shutting off and coming on. Customer was not calling back after receiving a new battery cap. Customer stated the insulin pump did not dropped or bumped or exposed to moisture. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display return after insulin pump restart. Customer in performing a self-test, pump did not reset completely and unable to run test. Customer stated display came back but the screen was not go past the screen and the insulin pump was humming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone alarm. After disassembling the electronic assay stack and assembling the electronic assay stack unit power up properly, problem isolated to electronic assay stack.